Event description:
A customer reported to baxter product surveillance of a clearlink primary set, product code (B)(4), in which a no flow was detected with the upper y-site in the oncology department during an infusion. The medication being administered has not been identified. There was patient involvement, but there was no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A customer sent two (2) actual samples in for an evaluation. Visual inspection showed no obvious defects. Closer visual inspection of all 4 y-site center slits showed no re-knits. Each sample was then spiked into and in-house 1000ml solution bag containing reverse osmosis water. Both samples were then re-primed. An in-house clearlink secondary set was also spiked into an in-house 1000ml solution containing reverse osmosis water. This set was attached to each y-site. The y-site was then checked for flow. Both y-sites on each sample flowed normally. The reported condition was not confirmed and the cause was undetermined. A batch review could not be performed as the lot number is unknown.